Manufacturer narrative:
Stryker evaluated the customer's device and was not able to able to duplicate the reported issue. Review of the software logs verified there was an issue. The user interface pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device no longer shocks. In this state the device would not be able to deliver defibrillation therapy if needed. Patient involvement was not reported with the event.

Event description:
The customer contacted stryker to report their device no longer shocks. In this state the device would not be able to deliver defibrillation therapy if needed. Patient involvement was not reported with the event.

Manufacturer narrative:
Further investigation of the device determined the reported issue could not be verified and additional testing of the user interface pcba did not find any malfunction.the cause of the reported issue could not be determined.